Event description:
It was reported that right atrial (ra) lead was capped and replaced due to oversensing. It was also reported that the right ventricular (rv) lead had high thresholds and patient had diaphragmatic stimulation. During the rv lead extraction procedure, the superior vena cava was torn requiring an emergency thoracotomy. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies found. However, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.